Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose with blood glucose of 500 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer stated event occurred due to bent cannula troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of high blood glucose. Customer was on the auto mode feature during the time of the event. The insulin pump will be returned for analysis.